Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in storage of untreated episodes and several episodes of inappropriate shock therapy. The noise was felt to be consistent with myopotentials. Additionally, the local field representative contacted technical services (ts) to discussed potential undersensing that was observed during some of the stored episodes. Ts reviewed the stored episodes and noted there may be some undersensing. The undersensing was determined to be related to the large/small phenomenon based on signal amplitude measurements. Review of a more recent shock therapy episode noted potential shock therapy for atrial fibrillation (af), however, ts noted it was difficult to confirm. The delivered shock appeared to induce ventricular tachycardia (vt). The rhythm self terminated prior to delivery of further shocks. This device remains in service. No adverse patient effects were reported.